Manufacturer narrative:
The complaint received secondary to a patient's request for information states that post bx velocity and cypher stent implantation she suffered coronary restenosis with mi. This is a female of unknown age with medical history including coronary artery disease. In (B)(6) 2001, the patient suffered acute appendicitis complicated with an mi. The patient had to be stabilized with the appendicitis in order to received treatment for the mi. Subsequently, the patient had one bx velocity implanted in the mid-right coronary. No procedure details have been available. In (B)(6) 2002, the patient had a planned staged procedure where one bx velocity was implanted in the proximal rca. No procedure details have been available. In (B)(6) 2002, the patient had repeat angiography. Six guidant stents were implanted in the left circumflex. After the procedure, the patient had to be put on a "heart pump". The next day, the patient underwent CABG surgery. No procedure details have been available. In (B)(6) 2003 and (B)(6) 2006, angiography reported the stents to remain patent. In (B)(6) 2007, the patient suffered an mi. Three cypher stents were implanted in the svg-lad, m-lad, and p-lad. No procedure details have been available. In (B)(6) 2009, the patient experienced another mi and had three more cypher stents implanted in the mid svg to om. No procedure details have been available. In (B)(6) 2010, the patient experienced another heart attack and had one cypher implanted in the svg-om1. It was not reported if this stent had to be implanted within 5 mm of the previously implanted cypher stents. It is unknown if there was instent restenosis of the previous cypher stents. It is unknown if the patient was maintained on an anti-platelet regimen. In (B)(6) 2011, the patient developed vertigo. An EKG showed changes from the last one. The patient called her cardiologist. A CT angiogram was performed but was not conclusive, therefore the patient continued medication; however, at this time a nodule was found in her lung. In (B)(6) 2011, angiography was performed and showed all of the implanted stents implanted were patent. At this time a promus stent was implanted in the mid-svg/om graft. In (B)(6) 2011, a possible metastasis was found in her femur from a pet scan performed. In (B)(6) 2011, a bronchoscopy was performed, but could not reach the nodule found in (B)(6) 2011. In (B)(6) 2011, the patient consulted a surgeon regarding the lung nodule and possible leg metastasis. The bx velocity and cypher stents remain implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR review could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient and vessel characteristics may have contributed to the reported events.

Event description:
On (B)(6) 2001, the patient experienced an appendix attack with a heart attack. The patient had to be stabilized and had to wait a few days due to appendix in order to received treatment for the heart attack. On (B)(6) 2001, the patient had a bx velocity #1 (vx28250) lot# a0201889 implanted in the mid-right coronary. On (B)(6) 2002, the patient had a planned staged procedure and had a bx velocity # 2 (vx13250) - lot# a1001255 implanted in the proximal right coronary. On (B)(6) 2002, the patient went in for an angiogram and had to have 6 guidant stents implanted in the left circumflex. After the procedure the patient had to be put on a heart pump. The next day, on (B)(6) 2002, the patient had a CABG. The patient had two routine angiograms performed. One on (B)(6) 2003 and the second on (B)(6) 2006. Both angiograms showed that the stents were patent. On (B)(6) 2007, the patient experienced a heart attack and had three (3) cypher stents implanted svg-lad, m-lad, p-lad - lots #1 - 13301101, # 2 - 13289955, #3 - 13291266. On (B)(6) 2009, the patient experienced a heart attack and had three (3) more cypher stents implanted. Lots: #1 - 15001737 - ostium svg-lad, # 2 - 15007667 - ostium svg-om, # 3 - 16003706 - mid-svg - om. On (B)(6) 2010, the patient experienced a heart attack and had a cypher (cxs28360 - lot # 15104732) implanted in the svg-om1. On (B)(6) 2011, the patient developed vertigo. An EKG showed changes from the last one. The patient called her cardiologist. On (B)(6) 2011, a CT angiogram was performed but was not conclusive, therefore the patient continued medication. At this time a nodule was found in her lung. On (B)(6) 2011, angioplasty performed and showed all stents implanted were okay and patent. At this time a promus stent was implanted in the mid-svg/om graft. On (B)(6) 2011, a possible metastasis was found in her femur from a pet scan performed. On (B)(6) 2011, a bronchoscopy was performed, but could not reach the nodule found on (B)(6) 2011.

Manufacturer narrative:
On (B)(6) 2011, the patient saw a surgeon for the lung nodule to schedule surgery. The nodule is between the upper and lower lobe. The surgeon will probably have to remove the lower lobe to get to the nodule. On (B)(6) 2011, the patient has an appointment to see the doctor for the possible metastasis in leg and perform an MRI. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of four (4) products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2011-00861, 3003742446-2011-00478, 3003742446-2011-00479 and 3003742446-2011-00480.